Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced st segment elevation due to suspected coronary spasm. During a procedure, to treat typical atrial flutter, after 2mg of nitro was administered through the faradrive steerable sheath, blood pressure effect was noted. Pulsed field ablation was delivered on the cavo-tricuspid isthmus (cti) line in flower configuration with the farawave pulsed field ablation (pfa) catheter and is considered off-label use. St segment elevation was immediately observed in lead 1. Three additional positions were delivered, (totaling to six) with pfa as the st segment began to improve. The st segment returned to normal, but the t-wave appeared inverted and infarcted in lead 1 compared to the start of the case. The physician elected to switch to radiofrequency at this time to complete the flutter line. Additional nitro was given approximately 1mg and verapamil was given approximately 20 minutes after the additional nitro. It was presumed vasospasm of the right coronary artery (rca) likely caused by a percutaneous femoral artery (pfa) procedure near the tricuspid valve (tcv). The procedure was completed and there were no patient complications. The patient is expected to fully recover. The catheter is not expected to return as it was disposed.